Event description:
Caller reported an occlusion alarm, and although technical support was unable to verify the alarm number in the pump history, the issue was acknowledged. The customer's blood glucose level was impacted, reading as "high" on the cgm, although the specific value was unknown. To address the high bg and occlusion issue, the customer changed the infusion set and cartridge and resumed insulin use.